Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when out investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device took an extended time to charge energy. Complaint indicated that there was no patient involvement in the reported malfunction.